Event description:
On 1/24/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-1678-cp internalbrace ligament augmentation repair implant system peek anchor broke while being inserted. The report was negative for a foreign body, and the case was finished without further incident. This was discovered during a procedure on (B)(6) 2024. No further information was reported.additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error specifically, improper bone preparation and/or misalignment of the insertion. Directions for use (dfu) dfu-0307-eor2_fmt_en. G. Precautions. 4. During anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 8. Ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.